Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the needle broke off in patient. Healthcare provider found broken piece. The needle and suture were saved for risk management. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/14/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: 1. Please provide lot number the lot number is not available on this suture. 2. Was there any additional tissue damage as a result of searching for the needle piece? According to the medical record, there is no documentation of any tissue harm. 3. Please provide procedure date according to the medical record, the date of the surgery was (B)(6) 2023. 4. Patient¿s current status? According to the medical record, the patient was discharged home. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Mw0301460000-2023-8027 is related to this medwatch report.